Manufacturer narrative:
(B)(4). The analysis results found that the long45a device was received in good visual condition and with a reload in the device. The returned reload was partially fired which indicates that the device's firing cycle was interrupted. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, on the fourth firing, the device cut and stapled with only a few staples forming with a blue load. The device jammed and the rest of the staple fell into the patient unformed. All of the staples were retrieved. Another device was used to complete the case with no patient consequence.